Event description:
Discordant, falsely low calcium_2 results were obtained on 13 patient samples on an atellica ch 930 analyzer using atellica ch calcium_2 reagent. The discordant results were not reported to the physician(s). The samples were repeated for calcium_2 on an alternate analyzer, recovering higher. The higher results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low calcium_2 results.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. The customer has disabled the calcium_2 assay on the affected atellica ch 930 analyzer. Siemens is investigating the issue.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2022-00092 on 29-mar-2022. Additional information (27-apr-2022): siemens reviewed the system error logs from the atellica ch 930 analyzer. The system error logs showed multiple pressure transducer errors for the dilution arm and the reagent 1 arm. A customer service engineer (cse) was dispatched to investigate. The cse changed a probe, level sensor, and pressure sensor. The customer continued to run calcium_2 (ca_2) samples on the analyzer and has had no other incidents related to this issue post service. The actions taken by the cse resolved the issue. The cause of the event was a pressure issue on the analyzer. The analyzer is performing according to specifications. No further evaluation of this device is required.